Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: j0406491v, implanted: (B)(6) 2004 , product type: lead, ubd: 23-feb-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction. The hcp wanted to know if the patient was eligible for an MRI of the brain. The hcp stated that the ins was removed but one lead was left implanted because "they could not get it out". The hcp had no additional info about this event. Technical services reviewed requested info regarding MRI compatibility. No further complications were anticipated/reported.